Manufacturer narrative:
This complaint was found to be a duplicate report of 1818910-2017-11867. This report, 1818910- 2017-11759, will be rejected. Report 1818910-2017-11867 will be kept for investigational purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While impacting the final implants, the tibia impactor snapped.